Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump had blank display and had high blood glucose of 20.6 mmol/l. The high blood glucose was treated with manual injection. Troubleshoot for high blood glucose was not done since insulin pump would not turn on. Customer advised to discontinue use of insulin pump and revert to back up plan as per health care professional¿s instructions. Insulin pump will not be return for analysis.